Event description:
The patient was scheduled for a lead replacement surgery on (B)(6) 2013 (reported in MFR #: 1644487-2013-03104). When the patient presented for surgery, it was noted that she had an infection at the generator site with pus at the incision site. The surgeon removed the generator and lead, where the lead was cut and was not removed from the nerve. The patient will be admitted to the hospital and started on antibiotics after cultures have been taken. The generator was sent to pathology and will likely not be returned. The surgeon's plan is to attempt to reimplant patient in about a month if infection clears. Follow up with the physician found that it is believed the previous vns replacement resulted in the infection. It was believed that the sutures were removed prematurely. No patient manipulation or trauma occurred that is believed to have caused or contributed to the infection. The infection did not spread to the lead. It was superficial, with a little seeping into the pocket. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the m103:sn (B)(4) generator passed all functional tests prior to distribution. The sterilization date for this generator was (B)(6) 2013 (hp), which was prior to distribution (release) of the generator. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the m302-20:sn (B)(4) lead passed all functional tests prior to distribution. The sterilization date for this lead was (B)(6) 2006 (hp), which was prior to distribution (release) of the lead. Additional information was received on (B)(4) 2013 that the patient was healing good. The explanted generator was returned and is pending product analysis.

Event description:
The patient had a full vns replacement on (B)(6) 2013. The explanted device was returned to the manufacturer. The data in the diagaccumconsumed memory locations revealed that 0.683% of the battery had been consumed. Visual examination performed at the bench revealed scratches on the generator can most likely associated with manipulation of the device during the explant procedure. No other surface abnormalities were noted on this device. A system diagnostic tests was performed with a one inch spacer between the generator and the programming wand. The following results were noted (load resistor /reported diagnostics results, all values in ohms and battery status):4000/4026 with ifi=no. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. The generator was subjected to and successfully completed a final electrical test. The generator is operating within specification. Results of diagnostic testing indicated that the battery status indicated ifi=no in the lab. The battery voltage was 2.973 volts (not at ifi), as measured during completion of the final electrical test. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Product analysis of the lead confirmed the suspected lead break reported in MFR #: 1644487-2013-03104.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.